Event description:
Device 3 of 6. Reference MFR report: 1627487-2012-06922, reference MFR report: 1627487-2012-06923, reference MFR report: 1627487-2012-06925, reference MFR report: 1627487-2012-06926, reference MFR report: 1627487-2012-06927. On 11/19/2012, an sjm rep was given the pt's scs system in a bag. He was informed the pt was explanted on (B)(6) 2011. The reason for explant remains unk.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.